Event description:
During an angioplasty of an av fistula in the brachial artery, venus side fistula: a 3 ml syringe was attached to the balloon and manual pressure was applied. Saline iwth a "lad" of contrast (ratio 2:1) media was inserted into the balloon for inflation. (Unable to determine rated burst pressure). The balloon burst during procedure. When the physician pulled the balloon out, it was thought that a very small piece of the balloon was missing. Fluoroscopy was used to locate any fragments, but none were found. The pt was observed for several hrs without any problems. No pt injury and/or intervention were reported.